Event description:
The account alleged the brake does not lock. No pt impact.

Manufacturer narrative:
The tech found the nurse was not firmly engaging brake, user error. The tech had the nurse reset the break to resolve the issue.